Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to the constrained liner dissociating from the acetabular shell (surgeon reported patient non-compliance as a likely factor). The constrained liner and femoral head were revised to an mdm metal liner, adm/ mdm poly insert, and a new femoral head. Rep confirmed there were no allegations against the femoral head, and that no further information will be released by the hospital or surgeon.